Event description:
Patient was revised to address poly wear and liner disassociation.

Manufacturer narrative:
No device associated with this report was received for examination. A search of the complaint database found no additional related reports for the reported part and lot code combination. The lot codes were not provided for the stem, head, and cup. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).